Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The trunk cable connector j702 on the distribution node pca was physically damaged, as well. The root cause for the missing trunk cable and damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functionality testing.